Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the sipap ventilator has transducer interface led was abnormal. The reporter confirmed that there is no patient involvement associated on this event.